Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 57-year-old female patient had known peripheral arterial disease (pad) and despite placing a functioning reperfusion catheter down the right leg there was no pulse to the right foot. Patent was taken to the cath lab and angiography performed down antegrade sheath. Angio revealed 100% popliteal occlusion with small collaterals filling tibeal territory. No flow was present in the foot. Patient was requiring additional cardiac support, so va ECMO was placed on left side, and the team ran into a similar problem with distal limb perfusion. The left leg had a 100% occlusion in the mid-superficial femoral artery (sfa) and the only reperfusion catheter that could be placed was in the left profunda artery in hopes that it would help supply collaterals to where the sfa reconstituted.

Manufacturer narrative:
The investigation into the limb ischemia issue has been completed. The device was not returned for investigation. Per the provided clinical information, the cause of the limb ischemia issue was patient condition related to pad.